Event description:
Had the essure implant device put in (B)(6) 2012 (will have to check exact date). My menstrual cycle instantly began getting heavier, my cramps became unbearable after 2 years, went to emergency room (B)(6) 2015, which lead to a total hysterectomy due to my ovaries having multiple cysts causing the pain. I never had these symptoms prior to essure, I have a picture of the huge, bloody cyst covering my right ovary, my ob/gyn said it was probably due to the essure.